Event description:
It was reported that the burr was stuck on the guidewire. The target lesion was located in the thrombus calcified left anterior descending artery. A 1.50mm rotalink burr and a non-bsc guidewire were selected for use. The device was fine during testing outside the patient, but when it began to rotate inside the patient, it was noted that it became stuck on the guidewire. The burr was directly removed intact from the patient's body without any intervention and the procedure was completed by replacing the burr with another of the same device without changing the guidewire. No complications were reported and the patient was stable post procedure.